Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/22/2017 that on (B)(6) 2017, the sensor ceased to function a few days after inserting it. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined.